Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: fluid contaminate in the bulkhead assembly of the controller. The reported event of a no external power event and a backup battery fault active was confirmed via analysis of the log file. The log files contained events spanning approximately 33 days (30apr2023¿ 01jun2023). The log file captured an atypical no external power alarm active on (B)(6) 2023 at 22:46:20 due to both power leads being disconnected at the same time during a power source exchange. The alarm resolved in the following event (22:46:49) when external power was restored to both power leads. The backup battery was able to support the system during the event. Additionally, the log file captured a transient backup battery fault on (B)(6) 2023 at 13:22:03 with no yellow wrench alarm active with the fault. The fault was not active long enough to trigger an alarm or an error code and pump speed was not affected by the alarm. The heartmate ii controller (serial number (B)(6)) was returned for evaluation, the controller was functionally tested and passed all steps without issue. The controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. Multiple attempts were made to obtain additional information about the reported event; however, the customer is unable to answer most questions due to hospital policy. The root cause of the no external power alarm was due to a user error in which both power cables were simultaneously disconnected from external power; however, the root cause of the backup battery fault alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms, no external power alarm conditions, and the actions to take if they do not resolve on their own. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The heartmate ii patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device experienced a no external power event on (B)(6) 2023 and a backup battery fault on (B)(6) 2023 that was self-corrected. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023 due to potential outflow graft obstruction in the heartmate ii bend relief. Related MFR # for the pump: 2916596-2023-03263.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.